Manufacturer narrative:
Device evaluation: the device was returned with all labels still intact. No physical damaged was found on the device. As a result of checking the log, it confirmed that most recently, there was a record of repeated power on/off, presumably caused by a cassette recognition failure. The reported problem could not be confirmed/replicated. The cause of the reported problem is possible defective downstream sensor or cassette product. The root cause is unknown. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. Device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. There was no patient injury.